Event description:
Surgeon was performing transtemporal craniotomy with retrosigmoid vestibular nerve section and nim-response 2.0 was not responding when facial nerve was stimulated. This resulted in partial loss of nerve integrity resulting in repair of nerve.